Manufacturer narrative:
No medical records were provided to the manufacturer. Three images were provided. The lot number for the device was provided. The device history records and images are currently under review. The device was returned to the manufacturer for evaluation. The investigation is currently under way. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly did not open. The health care provider successfully captured and retrieved the filter. Another filter delivery system was exchanged over the guidewire and a filter was successfully deployed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: the sample was returned with the inner packaging sleeve and label. All limbs of the filter were present and uncrossed. No anomalies were noted to the returned filter. Dimensional evaluation: dimensional measurements were made and met all specifications. Medical records review: medical records were not provided for review. Image/photo review: based on the images provided, due to poor image quality the identification of the filter could not be confirmed. Based on the images provided, a contrast injection of the ivc did not demonstrate the diameter of the vena cava at the location of the deployed filter. Based on the images provided, the ivc filter limbs did not fully expand; however, it is unknown if the diameter of the ivc was a contributing factor of the filter limbs not fully expanding. Conclusion: the device was returned. Medical records were not provided. Images were provided and reviewed. Based on the returned sample and provided images, the investigation was inconclusive for failure to expand. The filter was returned fully expanded. Images cannot confirm the size of the ivc and therefore it cannot be confirmed if the filter fully expanded or not within the confines of the ivc. Based upon the available information, the definitive root cause for this event was unknown. Labeling review: the current IFU (instructions for use) states: warnings: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: care should be taken to ensure the connection between the introducer sheath hub and the filter storage tube is tight; however, the use of excessive force which can cause slippage of the threads and/or breakage of the hub should be avoided. Do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/incomplete expansion. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a jugular deployment of a vena cava filter, the filter allegedly did not open. The health care provider successfully captured and retrieved the filter. Another filter delivery system was exchanged over the guidewire and a filter was successfully deployed. There was no reported patient injury.